Manufacturer narrative:
Examination of the returned instrument confirms the reported event of handle damage. Previous investigations found eco-209788 that was implemented on (B)(4) 2006 to alleviate handle fractures; a metal washer was added at the distal end of the handle to protect the radel handle from impact during an extraction type hit. The lot code ag2018763 indicates the instrument was manufactured in june of 2013; after the design change. Based on the overall condition of the returned device, the root cause is attributed to product wear out due to heavy usage. Based on the root cause of product wear out due to heavy usage, the need for corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..

Event description:
Cup impactor cracked during cup inversion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.